Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument perform failure analysis testing. The instrument was found to have a broken grip tip. While the grip base was still intact, the rest of the grip assembly and the associated molded insulator was no longer on the instrument. A piece approximately 0.70" x 0.20" was found to be missing and the broken piece was not returned. Components adjacent to this broken grip did not show damage. The customer-reported issue was confirmed through the failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the jaws of the force bipolar instrument broke while inside the patient, and the piece fell inside the patient's anatomy. The broken piece was retrieved during the same procedure. The procedure was completed with no reported injury.